Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the insufflator¿s front panel has black screen with alarm sounds. The issue was found, during preparation for use. For an unspecified procedure. That was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3, h6, h11 corrected fields: b5, d10 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "front panel black screen with alarm sounded" occurred due to printed circuit board failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer reports the procedure was diagnostic.